Event description:
The device would not release while still attached to the bronchus. The dr had to sharply rap the stapler to make it release. No harm to pt, but could have had serious injury or tissue removed if device did not release as intended.